Event description:
Per (B)(6), infusion nurse, who stated that the pump patient received doesn't work and they need to return it and get a replacement. Unknown if patient has missed any doses, no adverse events reported, device available for investigation upon return, unknown if patient had back up device. No further information provided. Diagnosis for use: fabry (-anderson) disease.